Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had connection issues the following information was received by the initial reporter with the following verbatim it was reported by a customer that the texium tubing would not secure to the bd maxzero cap after it was initially disconnected. It kept ¿popping off¿ of the cap.